Event description:
The customer reported the magnification field size was out of tolerance. No report of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was adjusted so tolerances were within specifications. The system was then found to be operating as intended. This event may have resulted in an accidental radiation occurrence.